Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to stopper pull out was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pull out with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and stopper pull out was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. CAPA# (B)(4) was opened in response. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube produced a low draw that resulted in the stopper pulling out when the tube was removed from the holder. This complaint was created to capture the 1st of 3 related incidents. CAPA# (B)(4) was opened in response to this event. The following information was provided by the initial reporter: an issue occurred on (B)(6) 2019 at the hospital (ER). Batch # 8345619, cat # 367962 was used for a blood draw. The tube had a low draw resulting in a closure separation when the tube was removed from the holder.